Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found that there were broken connector pins in the cable assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the connector pin no longer plugs in with the 2 arrows lining up to recharge the ins recharger (insr), so the insr was not charging. It was also reported the ins was depleted and could not be charged due to the insr issue. A replacement desktop charger (dtc) was sent. No further complications were reported/expected.